Event description:
In 2007 at 1:18 pm, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to the way she is feeling. There were two vials of test strips that the patient bought from the pharmacy. According to the patient, one of the two vials within the carton of lfs test strips was allegedly opened when she bought it. The patient stated that during the course of three days since eight days earlier, she took insulin based on meter reading, and later developed symptoms that were suggestive of hypoglycemia. During one particular episode the patient became sweaty and felt like passing out. She treated herself with orange juice. Finally on the third day, the patient did a comparison between the test strip vial in question and the new vial of test strips. The patient reported blood glucose results of "500 mg/dl" with the test strips in question and "220 mg/dl" on a new vial of test strips, performed within 10 mins of each other on the same lfs meter. Based on statistical methodology, the calculated difference of these glucose results exceeds value of <= 30% and/or <= 30 mg/dl. The patient did not use the vial of test strips in question after the comparison. The patient stated she has not had any more hypoglycemic episodes since. During troubleshooting, the cca verified that the patient was using the correct unit of measurement (mg/dl). However, according to the cca, the patient did not cleaned the punctured area correctly. The patient was not able to answer some of the troubleshooting question because she had disposed of the all lfs product after she encountered the reported issue. As per the patient's original claim, the vial was found opened. The test strip insert cautions patients to not use test strips from a vial that is left opened to air or damaged. This complaint is being reported because the patient based her insulin dose on the allegedly inaccurate high lfs meter readings, and developed symptoms suggestive of hypoglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.